Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a myopic surprise following an intraocular lens (iol) implant procedure. According to the surgeon, the postoperative target was plano and he believes that the patient¿s postoperative refraction is around -1.75. The surgeon reported the myopic surprise because he would like to know if the myopic surprise is due to the implanted iol being upside down/flipped or if this is due to the original iol choice. Additional information was requested.